Manufacturer narrative:
Unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the plastic ring was cracked and pieces had come off. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.